Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was using cold insulin and not performing the proper air removal step. Tandem technical support informed the customer that using cold insulin and not performing the proper air removal step is off label per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.